Event description:
Additional information was received from a healthcare provider (hcp). The patient passed away on (B)(6) 2016. The patient expired due to disease process. The death was not thought to be related to the device or therapy.

Manufacturer narrative:
As received the pump reservoir had 3 ml of fluid and running in the flex dose infusion mode. Pump logs were gathered and no anomalies found. Fluid was easily removed and bleach was easily filled into the pump in preparation for internal decontamination and motor function testing. After the internal decontamination/motor function test it became difficult to remove the bleach. Also during dispense testing it had become increasingly difficult to fill and or aspirate the pump. Dispense testing passed. Destructive analysis was performed on the pump reservoir. There was residue found in the fluid path. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a funeral director regarding a patient who was receiving 10.0 mg/ml dilaudid at 5.602 mg/day and 25.0 mg/ml bupivacaine at 14.005 mg/day via an implantable pump for intractable spasticity. It was reported that the pump and catheter were explanted and returned to the manufacturer for routine analysis. There was no allegation against the pump or catheter and no patient symptoms were reported. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.